Event description:
Complainant alleged that during the biomedical dept's routine testing and preventative maintenance, the device only displayed a bright dot on the monitor screen and the defibrillator would not charge. The complainant indicated that there was no pt involvement in the reported failure.

Manufacturer narrative:
The initial report reflected the incorrect model number and catalog of the suspect medical device as a pd1200, when in fact the correct model and catalog number for the suspect device is a pd1400. This report is updating sections "d1" and "d6" to correctly report the zoll model and catalog number. In addition, this report is reflecting the fact that the device has been returned to zoll for evaluation and that the evaluation has been completed.